Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the pull wire detached from the guide catheter, and the stent was not able to be deployed. Another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: an advanix biliary stent was received for analysis. Visual examination of the returned device found the push catheter suture hole was torn, stent suture hole was torn and the stent barb was torn. No other problems were noted with the and delivery system. Product analysis did not confirm the reported event of guide catheter break. The reported event of pull wire break was most likely due to force applied during procedure. This could have also happened due to the fact that the instructions for use weren't followed or also due to the complications that could have also appeared during the procedure, making the pull wire unable to handle the amount of pressure that was being used on it. If the device was not deploying the stent due to the guide wire not being retracted, there is a possibility that the same force applied when trying to deploy the stent made the stent suture hole, push catheter suture hole, stent suture hole and stent barb all tear. A product labeling review identified that the device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was in the delivery system during the attempted deployment as the IFU states "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." The physician did not follow the steps cited in the instruction for use (IFU); therefore, a review and analysis of all available information indicated that the most probable cause is failure to follow instructions.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex rx delivery system was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the pull wire detached from the guide catheter, and the stent was not able to be deployed. Another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent cannot be fully deployed." The physician did not follow the steps cited in the IFU.